Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) sample was submitted to the manufacturer for evaluation. Through visual examination, it was observed that the capillary had torn off and exhibited a v-shape cut at the tear off area. A review of the device history record (DHR) was performed for the reported lot number and no abnormalities or nonconformances were noted during the in process or final product inspection. This product is assembled on an automated assembly machines equipped with 100% vision systems and test stations. Defective product will be detected by vision system and be rejected automatically by machines. The assembly process cards show no abnormalities. Based on the investigation, a v-shape cut is likely caused by reinsertion. Therefore, the defect is due to an application error and the complaint is considered not confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: customer reported during a live call the introcan safety fep 22g, 0.9x25mm-us broke off in a patient vein during insertion. Nurse attempted to insert the device - blood was returned so she removed the needle. When the nurse tried the flush the device, she was noted it was not in and then removed the device, and only half of the device came out - the other half was in the patient vein. This morning the patient was going to be taken down for imaging to determine further patient care and medical intervention.